Event description:
I had colon surgery same night an emergency operation because staple broke. I had 8-9 near death experiences, bile leaked, I was septic, blood pressure up and down, heart attack. It's all in my chart. 2 1/2 months instead of two days. It's april and I'm still not right yet. I had 3 surgeries in 5 days and I was told I needed one more, 7 weeks in ICU (intensive care unit) only saw him twice and all he said was get up and walk. I could not! Saw the surgeon because I still had pain, recently and he didn't seem to care and he lied to my face. My family went through (profanity), and I'm still traumatized, not fair. The permission form didn't say it's ok to kill me (I was very close). Is there anything I can do? Or you can do please help me. Way too many again all in mychart.